Event description:
Reportedly, during a cardiac catheterization procedure, the system "lost imaging". The operators were unable to reboot and restart the system. The pt went into cardiac arrest. Patient was then taken for open heart surgery. Patient subsequently died in 1999.